Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there was a crack on the side of the welded cassette. Under water pressure testing was performed, and a leak was noted at the cracked location on the cassette. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed during filling phase of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.